Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is an update to maude (B)(4). It was noticed that while the surgeon was reaming the femoral head, the tip of the drill bit was missing; it was caught on the guide wire and easily retrieved. A linvatec drill was being used at the time of the event. A trochanteric fixation nail advanced set was opened and instrumentation was removed from that set to complete the surgery. Routine x-rays confirmed that there were no fragments remaining in the patient. The fracture was successfully approximated and the patient¿s status was as expected. Concomitant device: guide wire (part # 357.399, lot# unknown, quantity 1); linvatec drill (part #: unknown, lot #: unknown, quantity 1).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is an update to maude (B)(4). It was reported that on (B)(6) 2016, patient underwent initial surgery for a fractured hip. This report is for one (1) cannulated stepped drill bit. This is report 1 of 1 for (B)(4).